Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 basal issue was verified, but the battery not holding charge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 153 mg/dl.